Event description:
Customer reported that current pump body had scratches, dings, and dents. There was no adverse impact to the customer's blood glucose level. Customer declined follow-up, and no additional information regarding corrective actions or outcomes was provided.